Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that pacing impedances on this right ventricular (rv) lead had been high out of range in the beginning of the year, although they had been trending down for several months. When the patient was evaluated, oversensing of the respiratory response trend feature (rrt) signal was observed. It was also noted that pacing thresholds had decreased since the last in-office check. The clinician reportedly programmed the rrt feature off and planned to continue to monitor the patient. No adverse patient effects were reported. The rv lead and implantable cardioverter defibrillator (ICD) remain in service.